Event description:
Probes clog / suction malfunctioned. Super 90-s probes clog up when used. The account purchased 15 and has tried 4. All have had the same result, so they would like to send the remaining 11 back.

Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from 7/1/2006 to 7/1/2008 were the scope of this retrospective review. These events are being submitted under exemption (B)(4). There are 2 event(s) associated with this event type (malfunction) and product code gei.